Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology at the time of implant was not reported. Currently there is disease progression with iliac limb dilatation. The abdominal aortic aneurysm is 4.8 cm in diameter. A recent CT revealed that there was a distal type I endoleak on the right side. The physicians elected to implant two endurant iliac limbs 16x16x124 and 16x10x124 and the endoleak has resolved. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).